Event description:
It was reported that the patient went to emergency room (ER) due to getting overstimulated with the spinal cord stimulation (scs). It was also noted that the patient was experiencing pain in the upper back and neck whenever the scs is turned on, intensifies the pain and caused it to radiate down the arms. Xray was taken and confirms that everything looks normal. The physician suspects that the pain is unrelated to the scs. The patient underwent a scs explant procedure, and all explanted device components were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7096698/7096700. Product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-70, serial: (B)(6), batch: 7081374/7083520.